Manufacturer narrative:
Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was cerebrovascular accident (cva).

Manufacturer narrative:
Corrected information. It was initially reported that the device would be returned for evaluation. The customer then informed that the lvad would not be returned. Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.